Event description:
It was reported that during a stent graft placement procedure, the stent allegedly did not expand. It was further reported that the stent allegedly slipped out a little and still wouldn't get out. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified in d2 and g4. As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device pending return.

Manufacturer narrative:
0h10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the sample was not returned for evaluation and photos were not provided which leads to inconclusive results. Based on the provided information and as the sample was not returned for evaluation, the investigation is closed with inconclusive results for partial deployment. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. The instructions for use state: "if excessive force is felt during stent graft deployment, do not force the delivery system. Remove the delivery system and replace with a new unit". There was no report of tracking/ insertion difficulty. Regarding preparation of the device the instructions for use state that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline. Flushing these lumens will also facilitate stent graft deployment". Regarding accessories the instructions for use states: "prepare a stiff 0.035" guidewire per its instructions for use and advance the guidewire under fluoroscopy to the target location. The use of an appropriately sized introducer sheath is recommended". The instructions for use states "pre-dilatation of the stenotic lesion may be performed prior to stent graft deployment at the discretion of the treating physician". H10: d4 (expiration date: 05/2026), g3 h11: b3, d4 (medical device lot number), h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure, the stent allegedly did not expand. It was further reported that the stent allegedly slipped out a little and still wouldn't get out. The procedure was completed using another device. There was no reported patient injury.